Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing. Analyst commented, low r wave amplitude likely contributing to t-wave oversensing (twos); last measured, 2.5 millivolts. Twos identified in multiple non sustained tachycardia episodes. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead encountered t-wave oversensing, low r-waves, and high frequency external noise. The rv lead remains in use. Consult suggested settings re-program, re-position and/or replacement of lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No hospitalization was required.

Event description:
Additional information received indicated the rv lead settings were re-programmed and the lead remains in use.